Event description:
It was reported that during the implant procedure, the electrode on the lead "changed shape." The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).